Event description:
The pt reported the down button on her insulin infusion device was not responding. She stated she noticed this because she had elevated blood glucose readings in the 400's mg/dl due to eating too much candy and not changing her infusion headset on the third day. She stated she has since changed her headset but her readings are still elevated. She stated she "just felt sick" and treated her readings by giving herself an insulin injection since she could not bolus through her infusion device due to the button not responding. The pt stated she would switch to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.